Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). E1 - address 1 -(B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incompatible scope(e315) a root cause could not be identified. Based on the investigation results, the most probable cause of the scope communication error code (e216) could not be determined. For the incompatible scope error (e315), the most probable cause of the complaint was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had scope communication error code(e216). The issue occurred during reprocessing. There were no reports of patient involvement.